Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital. Upon interrogation, it was discovered that the atrial lead had dislodged. The lead was explanted and replaced. No patient symptoms were reported.